Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference: 1627487-2011-04186. The patient received her scs system on (B)(6) 2010, including two leads with different lot numbers. It was reported the patient experiences a shocking sensation in her right arm, whether stimulation is on or off. The patient's scs system was reprogrammed to stimulate this area. Reprogramming was tried, but this did not alleviate the symptom. An x-ray was performed. The lead had migrated slightly, the patient was reprogrammed only using one lead, and the issue was resolved.